Event description:
It was reported that when the asymptomatic patient presented to the hospital for a different procedure, an alert for aborted charge due to possible output circuit damage was observed. Possible circuit damage and lead anomaly were suspected. Lead and device were replaced.

Manufacturer narrative:
(B)(4).